Manufacturer narrative:
The device remains in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was observed to be nearly eroding from the patient's skin. The device was repositioned in an intra-muscular location to prevent potential harm to the patient. New defibrillation threshold (dft) testing was performed successfully after the revision. No additional adverse patient effects were reported.